Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.